Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range, hv lead impedance was observed. The asymptomatic patient was called in clinic for further evaluation. Programming changes were made. Further tests to evaluate the lead integrity were considered.